Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the feeding tube was inserted april 12th, 2024. And confirmed by bedside cxr. The radiologist confirmed appropriate placement. Additional information received june 6, 2024: the nasogastric (ng) feeding tube was inserted (B)(6) 2024. Following chest x-ray (cxr), placement was confirmed by radiologist and intensivist. On (B)(6) 2024, the primary nurse noticed there was difficulty flushing the ng. The ng was removed and discovered to not be intact; the weighted tip was missing. The tube appeared ¿frayed¿. A cxr confirmed the weighted tip was still in the stomach. Initially the weighted tip was left for the patient to pass through her bowels naturally; however, on (B)(6) 2024, the weighed tip was removed by gastroscopy procedure. No specific injury to the patient was noted. Due to the product failure the patient required a second ng tube insertion, multiple additional x-rays to confirm placement of the new tube and to assess location of the missing weighted tip, and ultimately a gastroscopy procedure to remove the weighted tip.

Manufacturer narrative:
D4 UDI added. H4 device manufacture date added. H5 labeled for single use updated. H6 medical device problem code added. The device history record (DHR) review showed all inspection results were carried out and were within acceptable criteria as per established sampling plan levels and quality procedures. One decontaminated sample was received for evaluation. The sample was visually inspected, and it was observed that there was a break in the part of the tube near the bolus. A kind of balloon was created which thinned the walls of the tube and broke. The reported condition was confirmed. A walk through of the manufacturing process was performed. All process and controls were found properly followed. The instructions for use (IFU) provide information on care and use of the product. The root cause could not be determined with the available information. This complaint will be used for tracking and trending purposes.